Event description:
It was reported that fluoro images revealed externalized conductors. The lead was previously capped in (B)(6) 2008 and was left in the patient. No further information available at this time.